Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes with "minimal/chaotic signal(s)." Additionally, it was reported that the device has migrated halfway out of the pocket. The device was explanted. No patient complications have been reported as a result of this event.